Event description:
Gears in the head broke found 2 small frags of plastic in mouth - oral-b [device breakage] . Head stopped rotating - oral-b [device physical property issue] . Case narrative: consumer via e-mail stated that the oral-b toothbrush head stopped rotating on the oral-b toothbrush. They think the gears in the oral-b toothbrush head broke because they found two small frags of plastic in their mouth. No injury was reported. (B)(6) 2023 follow up via digital safety assessment survey: the consumer was a 78 year old male. He did not see a medical professional. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.